Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as no serial number was provided. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be determined.

Event description:
During the procedure, the temperature would not rise and the procedure was canceled. After inserting the cannulas, the temperature would not increase. The probe and grounding pad were replaced and the generator was power-cycled with no resolution. The procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.